Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit was unable to duplicate slippage. The lock is a little loose, but when the clamp was properly positioned and put under pressure, it did not move. Further, since a patient injury was involved, the unit was sent to quality engineering (qe) for further investigation. Qe confirmed that the clamp is in worn condition and that the swivel lock is loose, and no other device issues were observed. Unrelated to the complaint issue, the lock has rotational and lateral movement and a residue buildup is present. The unit was received with a ratchet extension that has a lot code of 154 and the 80lb torque knob has a repair code from 2012, and the helicoil has rough threads in the ratchet extension. To resolves these issues, it is recommended that the unit receive a pm service to freshen up the parts. As a result, new components was added to replace worn internal parts, and general maintenance and cleaning were performed. Root cause - the complaint is not confirmed. The lock is a little loose, but when the clamp was properly positioned and put under pressure, it did not move. The probable root cause of the reported complaint is improper or suboptimal placement of the skull clamp on the patient. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that during a posterior cervical spine surgery using the mayfield modified skull clamp (a1059), at some point during the procedure, the patient¿s head slipped out of the clamp. There was blood on the floor from the slip as patient sustained a laceration to the head. The patient had to be repinned and received staples to the head as a result of the pin slipping. There was about a 30 minute delay to find a substitute mayfield and repin the head under surgical drapes.